Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that a patient experienced several skin tears from a cardiopulmonary resuscitation (CPR) meter that was connected to the heartstart mrx monitor/defibrillator. Additional information has been requested.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that a patient experienced several skin tears from a cardiopulmonary resuscitation (CPR) meter that was connected to the heartstart mrx monitor / defibrillator. Additional information was requested but none was provided. Upon receipt of the information request for further details, it was conveyed that there was no more information to be provided.